Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) requesting part ID for touchscreen. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part ID for the touchscreen.

Manufacturer narrative:
Upon further review of the complaint, there was no direct allegation of malfunction in this case. The biomed only requested part identification without indicating what the issue was. There was not enough information provided to determine if the device failed to meet product specifications. The customer reported there was no patient involvement at the time of the reported issue.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It is unknown if the customer replaced the touchscreen. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.